Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery pack may have thermal damage) was isolated to the battery housing being damaged. The root cause for the damaged housing was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack may have thermal damage.